Manufacturer narrative:
No patient involved. Other relevant device(s) are: product ID: bi71000556, serial/lot#: unknown. Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the pendant is not swiveling easily. No patient present.